Manufacturer narrative:
Migration. The complainant indicated that the device will not be returned for eval as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a endovive initial placement peg kit was used during a peg placement procedure performed in 2009. According to the complainant, two months later, the pt was referred to the hosp. The pt was experiencing vomiting, fever, and signs of a blocked peg tube. The physician performed an endoscopy and found that the internal bolster was located approximately 2cm in the stoma channel. The physician removed the peg and treated the pt with antibiotics. The procedure was completed with another manufacturer's j-tube. The pt's condition at the conclusion of the procedure was reported to be okay.